Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was not working and was shocking them. The rep instructed the hcp to have the patient turn off the implanted neurostimulator (ins) and the rep scheduled a meeting to interrogate the ins for (B)(6) 2017. On (B)(6) 2017, the hcp stated that the patient was seen on (B)(6) 2017 and the patient was told to turn the device off, but the patient didn't turn it off and the shocking subsided. Then, the device wasn't working as it should have been and the hcp reported ¿questionable¿ battery life, noting the battery was, likely, at end of life. The rep stated they could not determine the cause of the shocking, but they did turn off the patient¿s ins. The patient planned on turning the ins back on after a procedure and was going to monitor if they felt discomfort moving forward. There were no further complications reported or anticipated.